Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was over 500mg/dl and the pump did not let her calibrate over 400mg/dl. Customer stated that she went to eat and bolus for the carbs but didn't test blood glucose and it was 300mg/dl to 400mg/dl. Customer stated that he bolused 9.5u. Blood glucose values later were 534mg/dl, 490mg/dl, and bloused 9.8u and blood glucose level was 509mg/dl and later it was 534mg/dl. Insulin pump will not be returned for analysis.